Manufacturer narrative:
One certain® ratchet extension - short 3.4mm(d) (imre100) was returned for investigation. The reported implant was not returned for inspection. Visual inspection of the as returned product identified wear and debris about the device drive features and engagement surfaces. The imre100 driver is noted to be missing its o-ring. The imre100 driver was noted to become stuck to the in house implant when assembled. This driver would also be unable to assemble with a square engagement tool without the o-ring. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for the imre100 driver. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (impdtl) did not disengaged in the implant. It was also reported that they were able to complete the procedure and placed the implant in same surgery.